Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage d hd surgical display and could not duplicate the reported event. The technician tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No repairs were required. No additional issues have been reported.

Event description:
The user facility reported that their vividimage d hd surgical display was flickering and intermittently going black. No report of injury.